Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and after the implant, the flows were unable to go above 1l. Flows were much lower than expected so the device had to be switched out for a new cp which provided much better flows. The procedural outcome was the patient survived surgery.